Event description:
It was reported that the catheter was found out of the pt 2 hours after being inserted. The catheter was only secured with the suture wings. The device had been stitched on the pt's skin, and the sutures remained in place. The rupture of the 2 suture wings caused a fall of the blood pressure while the pt was under noradrenaline. The catheter was replaced (a new kit of the same catalog code was used). No further pt complications, injuries, or death reported.

Manufacturer narrative:
(B)(4).